Event description:
A male patient who received op-1 putty experienced a fall, increased back pain, pain in the area of the posterior incision and to the right of the incision, and pain over the prominence of the iliac screw. Outcomes are unknown. The surgeon did not suspect the events were related to the use of op-1 putty. The events were deemed nonserious.